Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. Pump was not bumped or dropped. Pump had no water contact. Drive support cap does not appear to be damaged. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No prime alarm.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.